Manufacturer narrative:
H3: evaluation could not be performed because the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic resection the tip of the bur could not rotate while the vertebral body was being resected under the microscope and the tip of the bur had fallen out from the tube and was broken. It was also reported that the procedure was completed with backup product(s) and no additional interventions performed, no procedure extension due to the occurrence of a defect, no damaged pieces remained in the patient's body. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.